Event description:
Rptr staes, during surgery upon opening the posterior femoral wedges the inner sterile package was found to have the inner seal broken. The wedge had apparently moved in the package and broke the seal. Device was re-sterilized and implanted. There was no adverse consequence to the pt reported due to this event.

Manufacturer narrative:
Protection of the femoral spacer packages has been completed as a result of this event.